Event description:
In 2009 , the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter was giving inaccurately erratic readings. Two weeks ago, the technical service rep (tsr) spoke with the pt to obtain and verify info. Approx one month ago, the pt obtained the blood glucose readings of 275 mg/dl and 190 mg/dl on the reported meter. Based on those readings the pt claimed to have taken an increased dose of protaphane insulin, eight units instead of the usual four units. Afterwards, the pt experienced the symptoms of tachycardia, breathlessness, shaking and blurred vision. The pt took no actions, and contacted emergency services. Paramedics tested her blood glucose level; however, the pt was unable to provide this reading. The paramedics did not provide any treatment, and transported the pt to the ER for observation. The pt received no treatment in the hospital. She was unable to provide any blood glucose readings obtained by the hcp's. The pt takes actrapid insulin on a sliding scale and a set dose (not provided) of protaphane insulin once daily. The pt tests her blood glucose levels up to eight times per day and her expected readings range from 160 mg/dl to 170 mg/dl. During the troubleshooting telephone call, the tsr determined the pt's testing technique was correct and the meter was programmed for the correct unit of measure. The tsr also determined the test strips in use at the time of this event were expired, which can cause inaccurate readings. The meter, test strips and control solution were replaced. The pt used expired test strips to obtain blood glucose readings. The pt allegedly suffered symptoms suggesting severe hypoglycemia after she took an increased dose of insulin based on elevated meter readings. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.